Event description:
The patient presented to the clinic after receiving high voltage therapies. Device interrogation revealed noise on the ventricular lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.